Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: mn10450-50a, drg lead, therapy date: unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-03840. It was reported the patient's leads were found to have migrated. In turn, both of the patient's leads were explanted and replaced (with three leads).